Event description:
The patient received the scs system on (B)(6) 2010. It has been reported the patient has been experiencing stimulation therapy in the incorrect area. The patient also reported being in pain. Reprogramming has been unable to resolve the issue. A surgical intervention is pending. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.